Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the lead(s) into the pulse generators header. The lead insertion force used to insert the lead was out of specification for the product.

Event description:
It was reported that during implant, the physician had difficulty inserting the lead into the pulse generator header. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.